Event description:
The customer reported that while the unit was in use in a patient, the unit's display screen went blank. The unit failed to autofill. The patient was switched to another unit and therapy was continued. No patient injury was reported.